Manufacturer narrative:
Manufacturer's investigation conclusion: upon further review, the information covered in this event was determined to be supplemental information, and the investigation findings will be submitted under manufacturer report # 2916596-2024-06714. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their left-ventricular assist device (lvad) explanted. The patient was discharged (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.